Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for the additional device type is as follows d.2.b medical device type: jka d.2.a common device name: tubes, vials, systems, serum separators, blood collection. Bd received a photo for investigation. Evaluation of the attached photo shows evidence of damaged tubing resulting in leakage. Additionally, ten retained samples were visually inspected, and no damaged tubing was found. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure modes: damaged and leakage. Bd has initiated corrective and preventive action to address the reported issue. Complaints received for this device and reported conditions will continue to be tracked and trended. Our business team regularly reviews the collected data for monitoring current trends and identification of emerging trends.

Event description:
It was reported that while using bd vacutainer® ultratouch¿ push button blood collection set, one (1) unit contained cracked tubing, resulting in blood leakage. There were no health impacts or consequences reported for the patient or the user.